Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 432 mg/dl. The customer was also vomiting. The customer felt that the insulin pump was not to blame for her high blood glucose levels. Nothing further was reported.